Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Customer stated-not cutting/no coag. Complaint verified-needs r8, c14 update. Failed coag leakage test, adjust r77 ro 97049. 1216677-2021-00225 leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Investigation x-inspect returned samples analysis and findings (B)(4). Distribution history: this complaint unit was manufactured at csi on 07/28/2020 under wo #(B)(4). Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on repair log 97049. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. A check did find the coag leakage test failed requiring an adjustment to r77. Root cause : the product tested to specification as the device was found to meet all visual and functional test specifications. At the time, this complaint was not confirmed based on initial review of the device by service & repair. However, CAPA 744 has potential relevance with initial findings on an insufficiently isolated u8. The result would be a failure in coag as described on the complaint. Correction and/or corrective action the units' board was updated to the latest revision, r77 was adjusted, unit was tested to specifications and returned to the customer. Additional corrections in regard to CAPA 744 was the release of ecn 24379, updating a test procedure, re-working relevant units in wip and recall 1216677-09-03-2021-003 was initiated. Preventative action activity : coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated-not cutting/no coag. Complaint verified-needs r8, c14 update. Failed coag leakage test, adjust r77 ro 97049. 1216677-2021-00225 leep precision generator lp-20-120 (B)(4).